Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant negative results for two urine samples from one patient tested with the benz (benzodiazepines plus) assay on a cobas c 311 analyzer when compared to the result obtained with the mass spectrometry method (gc/ms). The sample initially resulted in a benz value of -24 mabs (negative). A second sample from the same patient, measured on the following day, resulted in a benz value of -38 mabs (negative). The second sample was repeated using a mass spectrometry method, resulting in a value of 108 ng/ml of clonazepam (positive). Reference mass spectrometry method: negative benzodiazepines results <10 ng/ml; positive benzodiazepines results >10 ng/ml. The erroneous result was reported outside of the laboratory. The benz reagent lot number was 574786, with an expiration date of 31-may-2023.

Manufacturer narrative:
The cut-off for the benz assay is 100 ng/ml. Per product labeling, cross-reactivity of clonazepam is approximately 68 - 69%. With a cross-reactivity of 68 - 69%, 108 ng/ml clonazepam would yield a negative test result below the 100 ng/ml cut-off. Therefore, it is explainable why the sample is negative with the benz assay. There is no potential risk to produce false positive results.